Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was between 153-229 mg/dl.

Manufacturer narrative:
Additional lot numbers were reported (lot # 60352557, 60379775, 60379776). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.